Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the lifevest. The rash was described as red, open bumps, itchy, and painful. The patient was applying eucerin lotion, hydrocortisone, and witch hazel, as recommended by a doctor. Follow-up indicated that the rash was improving.